Event description:
It was reported that a patient underwent a procedure to treat a heavily calcified distal superficial femoral artery (sfa) and popliteal artery. Access was obtained via the femoral artery. After the shockwave m5plus peripheral intravascular lithotripsy (ivl) balloon successfully delivered 30 pulses, the physician attempted to deflate the balloon with an indeflator. However, it was observed on angiogram that contrast was still present in the balloon after multiple negative pulls. The physician ended up deflating the balloon with a large syringe. The balloon was repositioned slightly to the proximal lesion and was inflated again. Another round of treatment was given and again, balloon deflation proved difficult, so the physician attempted to remove the ivl catheter over the 0.014" guidewire. It was observed on an angiogram that a complete separation of the distal balloon marker and the distal emitter occurred, so the catheter was pulled back with extreme caution. Once the catheter had been removed entirely from the patient's body, there was great difficulty removing it from the end of the 0.014" wire. The physician cut through a portion of the body of the catheter once the proximal end of the catheter had been advanced over the end of the guidewire to adequately pull on the remainder of the catheter that would not come off of the end of the guidewire.

Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For investigation. The reported failure of unable to deflate could not be definitively confirmed as the device was returned in three separate pieces. Based on the reported information, the balloon may not have been fully deflated during removal. It is likely that it got caught by the sheath and force was used to withdraw the device, which caused it to separate. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.